Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2026. Subsequently, the patient underwent revision surgery on (B)(6) 2026, due to infection. The patient presented redness of skin, pain and swelling. Drainage was noted at follow-up appointment. The surgeon replaced the cup and the neck.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, h6. The complaint could not be confirmed since the affected device was not returned. After a thorough investigation (returned device, DHR review, medical imaging, complaint history review, surgeon assessment and sterilization certificate), the most probable root cause is is primarily related to patient-specific factors rather than a device malfunction. The surgeon obtained four cultures, two superficial and two deep, for microbiological analysis. The superficial cultures yielded scant growth of methicillin-sensitive staphylococcus aureus (mssa), confirming the presence of infection. The deep cultures demonstrated no growth. If additional information is made available, the investigation will be updated as applicable.